Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was making noises when delivering a bolus. The customer's blood glucose was 77 mg/dl. The customer stated that the insulin pump had never done this before. Confirmed with customer that there was a buzzing noise when the customer selected the bolus wizard. Assisted the customer in running a self test, and the insulin pump passed the test. Advised that the insulin pump should be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored and had no buzzing noise anomaly during blousing bolus wizard noted. No audio beep anomaly during testing noted. Pump received with cracked battery tube threads, cracked reservoir tube lip.